Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) visited the site and confirmed the reported issue. The fse replaced the integrated electrical surgical unit (iesu) erbe generator to resolve the issue. The system was verified and ready to use. Isi has not received the erbe for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that an erbe generator fault c-34 and monopolar was not working anymore. Prior to calling, customer rebooted the generator, but the issue persisted. Tse informed about to possibility to proceed with the surgery using a third-party generator. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The integrated electrical surgical unit (iesu) was analyzed and found to have errors. The reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked. The unit will be returned to the original equipment manufacturer (OEM) for repair.

Event description:
Refer to h10/h11 for follow-up information.